Manufacturer narrative:
During failure analysis, the reported event of the device displaying a bias current error was not duplicated during evaluation of the returned handpiece as the handpiece was seized in the received condition. There were signs of damage to the cable assembly, including severe kinks in the cable and the cable sounding ¿crunchy¿ when flexed ¿ both of which are potentially indicative of internal cable damage. In the event that the external signs of cable damage are indicators of internal cable damage (such as damage/malfunction to/of the flex assembly in the cable, failure of a hall effects sensor in the cable, and a short in the cable), it is possible that the cable damage observed on the returned handpiece caused a bias current error condition.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete.

Event description:
During a routine maintenance visit at the user facility, it was reported that the core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
During a routine maintenance visit at the user facility, it was reported that the core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.